Manufacturer narrative:
Pump was received with no button response due to lcd keypad connector unlocked. Pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that the pump had cracks on the reservoir. The customer reported that the pump to reservoir compartment ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will not be returned for analysis.